Manufacturer narrative:
(M)(4). Corrected data - event date is confirmed as (B)(6) 2017. Additional information: maude report number: mw5070074. Packaging lot # p4r77l. Expiration date: 02/28/2022. Manufacturing date: 03/06/2017. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Maude event report: from operative report: during laparoscopic cholecystectomy procedure, after removal of gallbladder, the surgeon noted some bleeding from the posterior branch of the cystic artery. As surgeon was placing a clip across this branch, the clip applier would not disengage. The surgeon tried firing it a second time but it would still not disengage. The surgeon tried repeatedly to get the clip applicator to free up, but it would not free despite his efforts. The surgeon therefore had to jerk on the clip applier to get it removed. Unfortunately, this tore what appeared to be the right hepatic artery and the laparoscopic procedure had to be converted to an open procedure for the surgeon to be able to control the bleeding. Upon opening he identified a small vessel that was coming off the right hepatic artery that was actively bleeding which has easily controlled. At this time he also noted that the right hepatic duct had been severed which he suspected had occurred when the clip applier had to be yanked out since the injury was more of an avulsion than a sharp cut. He at this time repaired the right hepatic duct.

Manufacturer narrative:
(B)(4). Batch # p91g96. Additional information: risk manager returned my phone call and had the operative notes available. She clarified that the cystic artery and cystic duct were taken without issue during the procedure. While dissecting the gallbladder from the liver, the surgeon noticed bleeding from a posterior branch of the cystic artery coming off the right hepatic artery and he addressed it (she believes with clips). The gallbladder was very diseased and the incision needed to be extended to remove the gallbladder. Once complete, the surgeon inspected where the previous bleeding was noted. He attempted to place another clip and the clip applier would not release. He attempted to fire again and it still would not release. At this point, he noted bleeding from the right hepatic artery and converted the patient to open to control the bleeding. The operative report does not specify how many clips were placed and therefore, she¿s unable to discern why the device was empty at analysis. The hospital does not reprocess our devices. The analysis results found that the el5ml device was received with no damage in the external components. On visual inspection, the orange indicator was in the window. The device was not disassembled. CT scan was performed on the handle and shaft/distal end of the device. No anomalies were detected with the components inside the device. The indicator at the top of the handle is full orange, which indicates that the device is empty. The scan confirmed this. There are no clips in the device. Note: a ligamax device has 15 clips available to the customer when the device is new. The CT scan indicated that the feeder shoe was in the final locked position, which is normal when the clips are completely fired out. There was no evidence of damage to components or manufacturing related defect seen on the scan. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested, but unavailable: what is the current patient status? Were the clips fed on or off the structure? When did, the surgeon notice that there were two clips in the jaws? How was the torn hepatic artery repaired?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon successful applied initial clip to cystic artery. On next attempt two clips were fed together and device clamped on artery. In attempt to free jaws, the hepatic artery was torn, forcing surgeon to open the patient to repair. Case converted from lap to open.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status? Were the clips fed on or off the structure? When did, the surgeon notice that there were two clips in the jaws? How was the torn hepatic artery repaired? That is all the information I have.